Event description:
The initial reporter stated they received discrepant results for one patient sample tested with albt2 tina-quant albumin gen.2 on a cobas 6000 c501 module. The sample initially resulted in an albumin value of 0.8 g/l and this value was reported outside of the laboratory to the doctor. The doctor complained about the value and the sample was repeated on (B)(6)2023, resulting in a value of 39.1 g/l. The sample was also repeated on a second analyzer, resulting in a value of 39.1 g/l. The albumin reagent lot number was 70257101, with an expiration date of 31-oct-2024.

Manufacturer narrative:
Upon review of the alarm trace, sample aspiration alarms occurred on the day of the event. Alarms indicating an issue with the water bath level sensor also occurred often. Reagent issues could be excluded. Past repair visits showed a lack of rinse tube performance. The operator observed bubbles in other patient samples. The field service engineer readjusted all probes and confirmed the analyzer was running back within specifications. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with incorrect pre-analytic sample handling or misadjustment of a probe.